Manufacturer narrative:
This complaint is associated with (MFR. Report #:2031642-2016-03025). The customer cannot recall any patient information except that the patient was male. Multiple attempts were made to follow-up with the customer to obtain the event date; however, there was no response.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information and event date have been requested.

Event description:
The customer reported the unit went to ventilator inoperative and has an error code message of pressure regulation high. The customer reported that there was no harm to the patient or the user.